Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s display assembly began to separate from the device housing, while the pump remained operational and blood glucose remained unaffected, consistent with a device display component issue and a bonding failure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss or failure of bond at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.